Manufacturer narrative:
Initial reporter zip code: (B)(6). The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture," "capsular contracture, baker grade iii".

Event description:
Healthcare professional reported "rupture,capsular contracture baker grade 3 on the right." The device has been explanted.